Event description:
According to the patient, it didn't feel like there was enough oxygen coming out of the portable oxygen concentrator so he drove home and used his machine in the house which was working. The patient fell due to old age and has stated that his son called an ambulance and they took him to the hospital but not because of the inogen equipment. The patient is okay now and at home.

Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a followup will be submitted if required.